Event description:
End user alleges that a piece of which is believed to be called the h-block with socket cup on the right side arm assembly broke and enduser allegedly fell out of the wheelchair onto the floor resulting in a fracture of her left shoulder.